Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During investigation the battery compartment was found to be cracked. Unrelated to the original complaint, there was rust in the battery compartment and on the underside of the battery cap. A leak test failed due to a crack in the battery compartment. The pump was opened and there was no further evidence of moisture internally.